Event description:
It was reported that the patient had a surgical procedure to have the leads reattached on (B)(6) 2013. Additional information received reported that the cause of the event was a dislocated right lead. The issue was due to the dislodge ment/migration of the lead. Patient had a replacement surgery. There was no hospitalization due to the event. Patient was doing fine.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type lead. (B)(4).